Manufacturer narrative:
A medtronic representative evaluated the imaging system. The issue was suspected to be attributable to the ups battery cartridge. The suspect cartridge was returned for medtronic's evaluation. Evaluation failed to confirm the reported deficiency, and the part tested to be fully functional. It was also revealed that a hospital technician had plugged the imaging system into a non-working power outlet. A replacement cartridge was shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site personnel reported that during a spinal fusion case, the imaging system displayed a critical battery error. There was also another regarding inability to enter standby mode. No delay was cause as a result of this issue. Procedure was successfully completed, with no adverse effect on patient outcome.